Manufacturer narrative:
Age at the time of event; 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. The returned device has separated in multiple locations (hub, telescope and sheath assembly). The proximal portion of the telescope assembly and the hub assembly were not returned. Windup were encountered in the heat shrink area and broken drive shaft was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jan-2015. It was reported that lost image occurred. The target lesion was located in distal right coronary artery (rca). An opticross imaging catheter was selected to visualize the lesion. During a procedure, a lost image occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed of a separated sheath assembly.